Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, it became stuck. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had minor bends. The pusher assembly mid-joint was proximal to the introducer sheath. The embolization coil had offset coil winds and was intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil revealed offset coil winds. If the device is forcefully advanced against resistance damage such as offset coil winds may occur. The offset coil winds may have contributed to the ruby coil becoming stuck within the non-penumbra microcatheter. During functional testing, the ruby coil was advanced through its introducer sheath and demonstration microcatheter with resistance. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.